Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event image noise was occurring due to deformation of the plug unit. The most probable cause of the complaint was due to component failure. The event burnt c-cover presumed to have occurred due to performing high-frequency cautery near the endoscope tip or in a state where the instrument tip could not be confirmed within the endoscope's field of view. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited image noise and a burnt plastic distal end cover. There was no patient involvement.